Event description:
While performing a right antegrade nailing of the femur of the pt, the helical blade connecting screw broke while the instrument was being used. It was removed from the pt but required the incision to be made larger than normal. Also, staff had to disassemble the instrumentation while it was in the pt causing the inside of the inserter to be exposed and there was no bio-burden inside of it. The surgeon was aware of this, so the wound was irrigated with the simpulse irrigator and one gram of vancomycin powder was placed into the wound prior to closing the incision. Diagnosis or reason for use: pathological right intertrochanteric fracture.